Manufacturer narrative:
The customer reported that the bsm (bedside monitor) is going in and out of signal loss with the cns (central nurse's station). After resetting the nics, the bsm (bedside monitor) came back into communication with the cns (central nurse's station). Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the bsm (bedside monitor) is going in and out of signal loss with the cns (central nurse's station).